Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated cycles of hyperglycemia followed by hypoglycemia while using the ilet, believing the pump delivered excessive insulin during corrections; the user treated lows with oral glucose such as honey or candy and sometimes paused the pump, and support assisted the user with performing a feature reset. Symptoms included hypoglycemia with blood glucose reportedly as low as 40 mg/dl and hyperglycemia reportedly up to 400 mg/dl. Outcomes included the need for unexpected medication intervention in the form of oral glucose to treat hypoglycemia. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no specific device findings and insufficient information to identify a device component implicated, and the reported medical device problem could not be further characterized based on the available details. It was concluded, based on previously established findings for similar reports, that the cause was not established.